Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported about wrong assignment of test results when testing on tango infinity. The system assigned the test of one patient to another patient. The customer reported that when running the instrument, they slide in the patient and check to make sure that there is everything correct before running it. They were told to disconnect the instrument from their lis on the past case but they did not do that. The customer has gone back to loading 2 samples at a time to bypass the issue. The analysis of the astm log shows incorrect behavior of customers lis (the nak signal from instrument was ignored by lis seven times, which is out of lis specification). This has lead to wrong assignment of the ids. The case is still under investigation.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported about wrong assignment of test results when testing on tango infinity. The system assigninged the test of one patient to another patient. The customer reported that when running the instrument, they slide in the patient and check to make sure that there is everything correct before running it. They were told to disconnect the instrument from their lis on the past case but they did not do that. The customer has gone back to loading 2 samples at a time to bypass the issue. The analysis of the astm log shows incorrect behavior of the customer's lis (the nak signal from instrument was ignored by lis seven times, which is out of lis specification). This has lead to wrong assignment of the ids. The customer is getting new hardware for network in order to resolve the issue. The last annual preventive maintenance was performed according to the checklist on (B)(6) 2018. The instrument was confirmed to operate within specification. On (B)(6) 2018 our field service engineer was onsite, collected the needed files, and checked on the database and hard drive. The issue is related to the customer's lis. The tango infinity operated as expected as clearly documented in the astm log files. The customer informed that he is getting a new hardware to resolve the issue.